Event description:
Customer reported via phone call that the act and escape buttons on the insulin pump are not responding and the numbers on screen continue to scroll during a bolus attempt. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 205 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.